Event description:
The customer observed a falsely depressed tsh result generated on an architect i2000 processing module for a (B)(6) female. The following results were provided: (B)(6) 2022: tsh = 2.3278 uiu/ml and (B)(6) 2022: tsh = 5.9158 uiu/ml. Both samples were retested, and the results were similar to the previous values from (B)(6) 2022. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket and trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends for the complaint lot. Device history record review did not identify any non-conformances or deviations with the complaint lot and issue. Historical performance was reviewed using data gathered from customers worldwide. The number of standard deviations to cut-off for the negative population and the patient median values obtained with the complaint lot(s) are within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot(s). Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the architect tsh reagent lot 35389ud00 was identified. Corrected information in section d3 email, d9 device available for eval, and g1 mfg site email.

Manufacturer narrative:
Corrected information h6 adverse event problem: component code.